Manufacturer narrative:
Analysis confirmed the reported event; the stylus did not align with the cursor. The connection between stylus and overlay was reseated to resolve the issue. It was noted the programmer could update software via the software distribution network. It was also noted the power cord insulation was pulling back but the power cord was functionally ok. Analysis also found the power cord bay was broken and the handle cover was cracked. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stylus pen doesn't work. Calibration was done several times and it's still off. A new stylus pen was tried and still the same thing. Update was tried using the ethernet port and it didn't work. The programmer was returned for repair and calibration. There was no patient involvement.